Event description:
It was reported that a bd posiflush saline 10ml syringe filled had a broken product. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Six (6) photos were provided for evaluation. All of them are showing a syringe with no packaging flow wrap. The photos show the thumb press damaged therefore failure mode is verified. No other damages are noticed. This type of damage was induced by a process variation at the flow wrapper. A sensor was installed to ensure the right timing and to prevent this type of damage in the future. Complaints received for this device and reported condition will continue to be tracked and trended. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd posiflush¿ saline 10ml syringe filled had a broken product. There was no report of exposure, serious injury or medical intervention.